Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. The failure occurred during patient treatment. A desaturation of the patient has been reported. No further information has been received. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿head error¿. The failure occurred during patient treatment. A desaturation of the patient has been reported. The patient has been handcranked and the device has been exchanged with a backup device. A getinge service technician was on site on 2022-06-21 and 2022-07-07 to check the affected rotaflow (serial# (B)(6)). The technician could not confirm or reproduce the reported failure. No parts have been replaced. The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However,the following most possible root cause could be determined for the head error: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console.   If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. A medical assessment has been performed on 2022-07-28 to asses the reported failure. A review of the complaint, follow-up correspondence, the described behavior in the instructions for use, and the service report suggests the root cause of the technical alarm ¿head error¿ was likely a result of magnetic de-coupling of the rf 32 disposable from the drive during application. Patient de-saturation was reported. No permanent harm was reported. The event was mitigated by user intervention that included hand cranking the drive, followed by rotaflow console change-out. A careful review of the sequence of events as described may be associated with three possible use errors. -the rotaflow rf 32 disposable may not have been properly seated in the drive leading to de-coupling. - alternatively, the disposable may have been removed from the drive while the motor speed was greater than 0 rpm. - a third use error pertains to the response to the technical alarm ¿head error¿. The IFU describes the ¿cause/error source¿ of the technical alarm ¿head error¿. The user corrective action required to clear the alarm and resume normal function in this instance is described in the IFU troubleshooting subsection 8.1.2 technical alarms. The need to hand crank and to swap out the device was not necessary based on the alarm condition and the subsequent investigation. The alarm condition and reset is mitigated by design. Last, given the outcome of the product investigation coupled with the likelihood of the above mentioned use errors, it is challenging to assign culpability to a mal- performance of the product, barring more details about the event. The product in question was produced in 2017-09-01. The review of the non-conformities has been performed on 2022-07-14 for the period of 2017-09-01 to 2022-06-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.